Manufacturer narrative:
E1: patient city: (B)(6) patient country: finland.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced a possible issue with the infusion set and also had a high blood glucose (bg) event on (B)(6) 2026. The elevated blood glucose (bg) was treated with insulin via pump and infusion set replacement. The blood glucose (bg) was high for more than four hours. No further information available.